Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Device 2 of 2; reference MFR. Report#: 1627487-2019-05519.

Manufacturer narrative:
Investigation results will be provided in the final report. Device information and implant date are unknown at this time.

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2019-05519. It was reported that the patient experienced a loss of stimulation from their drg system around mid-(B)(6) 2019. It was also reported that the ipg was rotating within the implanted region. An impedance check was done which determined the readings to be high. An x-ray was taken which determined that the lead had completely fractured at the proximal end of the lead. As a result, surgical intervention may take place to address these issues.